Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device battery lasted for only eight years. The device was explanted and replaced. No patient complications have been reported as a result of this event.